Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately ten years port port placement procedure, the patient experienced pain, swelling of the skin and extravasation of the contrast medium. It was further reported that the device allegedly had leak issue upon a CT examination and port was removed. The port system was removed. The patient reported to be stable.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port, groshong single-lumen, 8f that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port, groshong single-lumen, 8f are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp MRI implantable port and a groshong catheter segment were returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported leak and identified fracture and material separation, as a complete circumferential breaks were noted to both proximal and distal ends of the catheter segment. The edges of the circumferential break on the proximal end of the catheter segment were noted to be round and sharp; the surface appeared to be granular and glossy, striations were observed throughout. The edges of the circumferential break of the distal end were noted to be round. The surface appeared to be granular and glossy, striations were observed throughout. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately ten years post port placement procedure, the patient experienced pain, swelling of the skin and extravasation of the contrast medium. It was further reported that the CT examination revealed the device allegedly had a leak. Reportedly, the device was removed. The patient reported to be stable.